Event description:
The product has damage in the distal part. It was just opened so there was no contact with blood or the patient.

Manufacturer narrative:
Device investigation: results code: there are multiple flat spots in the soft distal section between the tip and 8 cm proximal to the tip. There is a flat spot in the proximal shaft 23.5 cm from the hub shaft joint. A mandrel was introduced into the hub and advanced distally. The mandrel advanced smoothly until tip of the reached 23.5 cm from the hub-shaft joint. The catheter was introduced into a demonstration carrier tube but could not be advanced passed 8 cm proximal to the tip. The distal damage noted in the complaint is confirmed. The damage seen is consistent with handling damage likely caused during removal of the device from its packaging. It was not possible to insert the catheter into a carrier tube, indicating that the damage most likely occurred once the device was removed from its protective packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.